Event description:
Customer reported implant loss (B)(4). Account (B)(6). Ref: 26361 lot: 527429 (x1). Event: bone loss "on buckle" with threads exposed, non-integration. Placed: (B)(6) 2025 removed: (B)(6) 2026. Patient: (B)(6). (B)(6) 2026 el cf and product received. Implant loss: drs notes: failing implant #30 bone loss on buccal with some threads exposed & non integration.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.